Event description:
Customer reported a patient sample containing anti-e did not react with 0.8% surglscreen lot 8ss391. The patient received one unit and experienced chills. Patient had no other symptoms. No death or serious injury is associated with this event.